Event description:
The customer reported several drops of clear fluid leaked from the manual probe and onto the countertop in between sample analysis and instrument idle involving the coulter lh 750 hematology analyzer. The customer cleaned the probe wipe, performed system test, and analyzed several patient samples; no fluid leak was observed. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. The facility has a risk management plan in place. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. (B)(4).